Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had called about a power error detected alarm and was getting it again. The customer's blood glucose level was 180 mg/dl. The insulin pump was asking him to change out the infusion set and reservoir. They had changed out the battery 3 times. The power error detected alarm recurred within a week of troubleshooting the previous occurrence. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Devise trace download analysis confirmed the devise alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance to the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the devise was monitored and functioned properly.